Event description:
As a result of an inspection that was completed as part of the correction and removal initiated by ge healthcare (gehc) on (B)(6) 2024, (recall no. Z-0814-2025) this unit was identified as having an issue with reduced concentration delivery of anesthetic agent. There was no patient injury.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for reduced concentration delivery of anesthetic agent per 21 cfr 806 on (B)(6) 2024. The FDA recall number is (recall no. Z-0814-2025). Customers were sent a letter explaining the issue and instructions for inspecting for correct output concentration. Gehc will replace all affected units. Block a: patient information could not be obtained due to country privacy laws.â â legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.